Manufacturer narrative:
Additional narrative: product investigation was completed. One (1) unknown plate and one (1) device with part # 03.503.057, lot # 1975860 were returned to manufacturer for investigation. The returned unknown plate was cut in four (4) pieces. No abnormal findings were identified. Considering that the implant did not affect the complaint, the article was added as concomitant device. Part # 03.503.057, lot # 1975860 was received in two pieces. The shortcut was broken off at the cutter head, nearby to the holding wire. Found nicks and wear on the cutting edges. Because of the damage, the complaint relevant dimensions could not be checked for dimensional accuracy of the valid manufacturing specifications. The manufacturing review showed that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The broken surface was homogenous and indicated material conformity. Based on the provided information it was impossible to determine the exact cause of this occurrence. The wear and tear appearance of the instrument is a clear indication, that the product was used in an excessive way over the years, as the product was manufactured and distributed in september 2008. We do suppose that the cause of the breakage is the result of a mechanical overload situation during use. The bad condition of the device, before surgery, may also have played certain role to the complained issue. End of life of a device is normally determined by wear and damage due to use. Evidence of damage and wear on a device may include but is not limited to corrosion (i.e. Rust, pitting), discoloration, excessive scratches, flaking, wear and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used. No indication for product related issue was found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device: one (1) unknown plate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that no fragments were generated, no other medical intervention was required, and the procedure was successfully completed.

Manufacturer narrative:
Device used for treatment, not diagnosis. Unknown when device became broken, before or during procedure. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Device history records review was conducted. The report indicates that the: 03.503.057 / 1975860, manufacturing location: (B)(4), manufacturing date: 16th september 2008. No deviation or any ncrs were marked in this document. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery for mandibular tumor on (B)(6) 2016., the reported matrixmandible short cut plate cutter was broken off. No surgical delay was reported. No adverse consequences were reported. This complaint involves 1 part. This report is 1 of 1 for (B)(4).